Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: 153909 620-00-02 - platelet rich plasma kit with spray tips. 4118836 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. 4281578 02-010-03-0350 - logic cr femoral cem, right, sz 5. 4362362 200-02-35 - three peg patella 35mm. A20169270 620-12-02 - accelerate prp 60 ml & acd-a . Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2016. Approximately 6 years and 6 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: failed total knee. Moderate fluid was expressed. The surgeon began the extensive tumor like dissection of synovium and debris. This was carried down into the gutters, taking care to protect the neurovascular and ligamentous structures. There was moderate posterior poly wear, anteriorly looked pristine. The patient was transferred to recovery room in good condition.